Event description:
It was reported that the surgeon started using the pk dissecting forceps instrument, the jaws would not close during a da vinci hysterectomy procedure. After the pk dissecting forceps instrument was removed from the patient, it was discovered that the instrument had a broken cable. There was no allegation that any fragment(s) from the instrument fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Intuitive surgical inc., (isi) received and evaluated the instrument. Investigation revealed that the pitch up cable was broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken pitch cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.